Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm and noted to have pinhole on it. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient problem/complications reported.